Event description:
It was reported that after an endovascular aneurysm repair (evar) procedure, pre-close placement of the sutures was attempted in heavily calcified left and right common femoral arteries using prostar xl devices. Reportedly, during attempted suture placement in the left common femoral artery, the sutures did not capture the artery wall. After completion of the evar procedure, a surgical cut down was performed and the vessel was surgically sutured to achieve hemostasis. Reportedly, during attempted suture placement in the right common femoral artery, although the green suture was attached to the anterior portion of the artery wall, the white suture did not capture any arterial tissue. After completion of the evar procedure, a surgical cutdown was performed. A hematoma had developed, which was successfully evacuated as soon as the surgical cut down was started and successful hemostasis was achieved. The vessel was surgically sutured to achieve hemostasis. The patient was discharged the next day, as planned under the normal protocol with no ill effects or further issues. The physician believed that the lack of arterial tissue captured by both prostar xl devices, which affected the ability to achieve hemostasis, was influenced by the large size of the patient and the heavy calcification of both left and right common femoral arteries. Additionally, the physician believed ideally that the prostar xl devices should not have been used in this type of patient population. Although there was a delay in the procedure, it was reported that the delay was not clinically significant to the patient. The physician was reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information. The other prostar xl device is being filed under a separate manufacturer report number. The customer reported the common femoral artery was heavily calcified. During needle deployment, calcification may cause the needle to be deflected from the intended trajectory path which may result in a failure of the needles with the suture to present at the hub of the device. Additionally, an arteriotomy site that is too large in size may result in an arterial wall that may not retract to a small enough size to permit capture by the needles.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. The failure of sutures to capture the artery wall as reported can be influenced by, but not limited to; manufacturing deficiencies, patient anatomical conditions, and/or operator deployment techniques. During manufacturing, all prostar xl devices undergo partial deployment during suture and needle verifications for functional deployment. Additionally, a sample of finished devices is taken from each lot and verified for its ability to completely function. The deployment technique of the operator may have influenced the failure of sutures to capture the artery wall. It was reported that after gaining percutaneous access, a 6-french introducer sheath was placed; this was removed after inserting a guide wire. The prostar xl device was backloaded over the guide wire into a heavily calcified common femoral artery. However, the prostar xl instructions for use indicates that the device is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site of patients who have undergone catheterization procedures using 8.5-french to 10-french sheaths. Patient anatomical conditions may cause the failure of sutures to capture the artery wall as reported. It was reported that the weight of the patient was (B)(6) and an ultrasound performed revealed heavy calcification in the left and right common femoral arteries. However, the prostar xl device instructions for use indicates that the safety and effectiveness of the prostar xl 10f percutaneous vascular surgical system has not been established in patients who are morbidly obese where less than one third of the access needle is above the skin line and patients with common femoral artery calcium which is fluoroscopically visible. Calcification at the access site may cause the needles to be deflected from the intended trajectory path which may result in a failure of the needles to capture arterial tissue. Based on the reported information and inspection criteria, a definitive cause of the event could not be determined; however, the reported deployment in an access site sized which a 6-french introducer sheath was placed and the deployment of the device in a patient with heavily calcified left and right common femoral arteries, may have been contributing factors. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. A query of the complaint database was performed, which did not indicate any previous incidents reported for the failure of the sutures to capture the artery wall for the lot. A quality control audit inspection is performed to verify product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.